Event description:
Became ill with multiple symptoms after breast implants surgery. I had previously had silicone implants removed and waited a few years prior to replacing with saline. I became quite ill with the silicone therefore removing them but while working for a plastic surgeon later I was convinced the saline would be safe. Connective tissue disease, back and joint pain, vision issues which are intermittent, confusion and memory problems, thyroid disease, colon tumor-colon resection, shoulder surgery, dozens of epidural and pain meds, years of pain management, extreme fatigue, numbness and tingling in hands, bruised constantly, depression and anxiety, bladder issues whereby bladder will not fully empty, menopause at age (B)(6), excessive sweating, itching, odd unexplained skin rash, arthritis, etc. Endless doctors and test. Implants should not be legal. FDA safety report ID # (B)(4).